Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50x38mm promus premier¿ stent was selected to treat the lesion. When the physician tried to advance the device, it was noted that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).